Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure one resolute onyx rx coronary drug eluting stent was used to treat a non-clacified, non-tortuous lesion in the rca with 40-50% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. It is reported that after the stent had been deployed it was noted to be deformed. The stent remains implanted in the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: an image shows a lesion in the rca as reported by the account. An unidentified stent is delivered to the target lesion. The unidentified stent is deployed at the target lesion. A non contrast image shows the deployed stent at the lesion. The deployed stent is post dilated. An angiogram shows the treated region of the rca which is patent as shown by the flow of contrast through the vessel. A second unidentified stent is delivered inside the previously deployed stent. The second stent is deployed inside the first stent. A final angiogram shows the treated rca which is patent as shown by the flow of contrast. A set of ivus images were provided. The image of pre-pci ivus shows the lumen diameter measurements and the irregular shape of the lumen due to stenosis. A second pre-pci ivus image was provided showing lumen dimension measurements at another location in the lesion. Post stent deployment ivus image shows the non uniform distribution of stent struts around the lesion which is suggestive of stent strut deformation. Post stent deployment ivus image shows what appears to be stent deformation as the stent struts are distributed unevenly around the diameter of the lesion in the image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.